Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential and noisy signals oversensing. The boston scientific technical services (ts) recommended to recreate the noisy signals in the current vector and if it was able to recreate, consider 2x gain or review the other captured vectors. This electrode remains in service. No adverse patient effects were reported.